Manufacturer narrative:
Continuation of medical devices: 694758 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing disrupted the atrial fibrillation (af) discriminators, whereupon the patient received inappropriate shock therapy for af with rapid ventricular response (rvr). Atrial sensitivity was adjusted, and all ventricular tachycardia/ventricular fibrillation (vt/vf) detections and therapies were turned off per the patient's request. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.